Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Although requested, the customer was unable to recall any of the information regarding the reported issue (bg value, event date).